Event description:
In the last five seconds of this first block, the participant began to have a seizure. Specifically, her arm and then her entire body suddenly moved forward on the chair. The staff member stopped the stimulation and gently secured the participant to the ground on their side. The participant's body was experiencing rhythmical jerking movements, she lost consciousness, was foaming from the mouth, and at times was making moaning noises. After getting the participant to the ground, study staff checked their pulse (they had one and were breathing). In total the participant seized for 2-3 minutes. As the participant regained consciousness, she began asking where they were and what was happening. The participant agreed to go to the ER. She did not know where she was but did know her name. The response team took their vitals, noted that she bit her tongue, and then took her to the ER in a wheelchair. The ER staff monitored the participant's respiratory rate, heart rate/pulse and glucose labs and the participant was cleared to go home.